Event description:
No additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the complaint investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder has foreign objects. J-tube has foreign objects. Aw-tube has foreign objects. Residual liquid or foreign material come out of ch-tube c-cover has foreign objects based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope had microbial growth about 24 colony forming unit (cfu) on (B)(6) 2025; about 24 cfu on (B)(6) 2025 and about 122 cfu on (B)(6) 2025. The water and auxiliary channel were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.